Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was attempted to be implanted with an impella cp device for mechanical circulatory support. The patient had known peripheral vascular disease, a highly calcified right iliac artery, and complete occlusion of the left iliac artery. Vascular surgery placed a covered stent to the right iliac and a short impella sheath was placed. However, they were unable to pass the impella through calcium proximal to the stent. They then attempted placing a long sheath and were still unable to pass the calcium, after which they attempted peripheral balloon inflation and deflation to place the long sheath, but they still could not cross the lesion. The decision was made to explant the sheath and abort the insertion procedure. The device was not placed, and the entrance site was closed.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.